Event description:
Medtronic received a report the cuff on the tracheostomy had inflation/deflation issues. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.